Event description:
An etlw1616c124e stent graft was implanted during the endovascular treatment of a contained ruptured 75 mm abdominal aortic aneurysm the patient was hemodynamically unstable. It was reported that during the index procedure the mainbody stent graft went up the left so the physician cannulated the gate from the right and wanted to use a 1628 flared limb to the distal right cia. This was not long enough so the physician decided to put a 1616124 "bridge" piece in first to the flow divider and then extend that with the 1628146. Everything went in nicely and out overlaps were sufficient. The physician followed up with a ballooning of entire graft. On the final angio, a focal area of contrast was observed billowing out of the stent graft etlw1616c124e endur ii limb, suggestive of a graft leak, and a type 3b endoleak was identified just distal to the gate. There was sufficient proximal seal. The physician relined the 1616124 limb in the area of the leak using a 161693 graft, followed by ballooning after deployment. A final aortagram showed that the leak was resolved and no endoleaks were noted.  Per the physician the cause of the event is undetermined. Per the physician no anatomical considerations such as calcification could have contributed to the endoleak and no excessive ballooning was performed in the area of the endoleak. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.